Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 10 pn 00771301000 ln 61566681, liner standard 32 mm i.d. For use with 58 mm o.d. Shell, pn 00630505832, ln 60924539, femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln 61697584, kinectiv modular neck g1, pn 00784802301, ln 61694709, bone screw 6.5x30 self-tap, pn 00-6250-065-30, ln 61560475, bone screw 6.5x30 self-tap, pn 00-6250-065-30, ln 61724488. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02048, 0001822565-2019-02050, 0001822565-2019-02051, 0001822565-2019-02087. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent left total hip arthroplasty and subsequently has started to experience pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.